Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Isi received the illuminator part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint of ¿an illuminator would not turn on and a 48238 error on the screen was displayed¿. During remote error logs review, there were several errors 48238 and 4824 pointing to illuminator communications failure. The technical installed illuminator into pca test system, the system could not recognize illuminator and it would not turn on. The unit was sent to original equipment manufacturer (OEM) for repair (illuminator would not turn on). The unit was also checked for the power supply and no output voltage. The root cause of the reported issue was determined to be a component failure. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. Additional log reviews confirmed a sacrocolpopexy procedure performed on (B)(6) 2022 using system (B)(4). This complaint is reportable due to the following: the illuminator was replaced after the start of the procedure. The surgeon was able to continue with the procedure robotically with a backup illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, an illuminator would not turn on and a 48238 error on the screen was displayed. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the isi clinical sales representative (csr) do a hard restart of the vision side cart (vsc) and check power and connections on the illuminator with no change. The isi tse had the site connect the light guide to an alternate light source and the site was continuing with the case. The site was completing the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.